Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. Nsvt onset noted on(B)(6) 2013; the physician suspects that the noise could be induced by an external induction kitchen due to the hour when the event took place. The noise has been registered as non sustained ventricular tachycardia. External noise is thought to be the most probable cause. All lead values were reported to be within range. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).